Event description:
Patient revised to address loose tibial tray, polyethylene wear noted on insert.

Manufacturer narrative:
Evaluation was not possible, as the product were not returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported event based on insufficient information and absence of products to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Reopened - this is a clinical patient, part/lot information was received. Doi: (B)(6) 1997. The devices and x-rays associated with this report were not returned. The depuy (B)(4) clinical department reviewed the patient profile form and stated no x-rays are available for review, no measurements provided, and could not confirm the reported complaint with the information provided. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Brand name, common device name/device product code, manufacturer name/address, catalog #/lot #, implant date, 510k. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.